Event description:
It was reported that this implantable pacemaker atrial tachy response (atr) electrogram (egm) showed undersensing that made the atrial fibrillation (af) counter less reliable. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker atrial tachy response (atr) electrogram (egm) showed undersensing that made the atrial fibrillation (af) counter less reliable. To date, this device remains in service. No adverse patient effects were reported.